Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Add'l info: (B)(4).

Event description:
It was reported that on (B)(6) 2012 the patient presented with the admission diagnosis of displacement of lumbar intervertebral disc without myelopathy, acquired stenosis, and degenerative disc disease. L5-s1. The patient had a reported history of multiple back injuries at work since the 1970s. It was reported that they had always had chronic back pain but this had worsened with the last motor vehicular accident three years ago. The pain was described as located in the low back radiating down her right buttock posteriorly all the way to the ankle on the right leg. It was also associated with the paresthesias in the same distribution. The patient reported had stress incontinence for years - not related to the back injury. On (B)(6) 2012 the patient presented with low back and lower extremity pain with the preoperative diagnosis of herniated disc, l5-s1; acquired spinal stenosis, l5-s1; and degenerative disc disease, l5-s1. The patient underwent surgery which consisted of a decompressive laminectomy, l5-s1; posterior segmental instrumentation, l5-s1; posterior arthrodesis, l5-s1; anterior instrumentation, l5-s1, anterior decompression, l5-s1; and use of allograft and bmp. Per the operative report "...a previously noted peek instrument was packed with allograft bone and countersunk under direct vision to the appropriate depth. The intersomatic space was packed with allograft bone containing bmp. The pedicle screws were locked with a dual ball rod using set screws and a torque wrench to 120torque pressure. The posterior lateral arthrodesis was completed in the usual manner...." It should be that ".... A moderately large disc herniation was found densely adherent to the nerve roots. The durotomy was closed on the nerve root sleeve..." It was reported that the patient lost 2 units of blood during the surgery but this was not replaced. No other complications were noted. Intraoperative imaging was utilized for confirmation/alignment. On (B)(6) 2012 the patient complained of increased pain to right hip area and numbness to the right upper back of thigh, back ache, and headache. On (B)(6) 2012 the patient presented with a tachycardia, continued fever (onset two days prior), severe back pain and jaw pain secondary to tmj. An EKG showed tachycardia to 101 with t-wave abnormality -appearing secondary to pain, anemia, and fever. Hematology found mild anemia, mild thrombocytopenia, mild neutrophilic leukocytosis with toxic/reactive changes, and moderate absolute lyphopenia. Labs showed high glucose and low creatinine and blood urea. On (B)(6) 2012 the patient presented with fever and underwent chest x-rays which showed an interval development of left basilar streaky atelectasis. On (B)(6) 2012 the patient complained of right lower extremity radicular pains along with paresthesias. On (B)(6) 2012 the patient was admitted to inpatient rehab. On (B)(6) 2012 the patient was discharged from inpatient rehab hospital. Per discharge notes the patient a postoperative course complicated by a tachycardia related to pain, anemia, headaches and fevers which were managed conservatively. The patient also issues with low-grade fevers, related to atelectasis. Hematology and oncology were consulted for the history of thalassemia anemia. The patients' white count remained normal, their ua was negative and chest x-ray was negative. On (B)(6) 2012 the patient presented with shortness of breath and right lower extremity pain. The patient underwent a bilateral lower extremity venous duplex which showed no evidence of a dvt. On (B)(6) 2012 the patient was discharged from hospital. On (B)(6) 2012 the patient presented with calf pain, intermittent pain in the right leg with numbness, and low back pain. X-rays showed arthrodesis and instrumentation in good position and healing well. The patient was utilizing a walker for ambulation - it was recommended that she stop. X-ray showed arthrodesis and instrumentation in good position and healing well. On (B)(6) 2012 the patient complained of right leg pain. The patient was approved for full anticoagulation treatment for deep vein thrombosis (dvt). Ap and lateral x-rays showed mild dextroscoliosis and instrumentation alignment appeared satisfactory. The patient was admitted to hospital. On (B)(6) 2012 the patient presented with aching in back, aching in legs right > left, bilateral calf pain, and some swelling right > left in legs. It was noted that the patient had been wearing their brace consistently somewhat loose. X-ray showed arthrodesis and instrumentation in good position and healing well. It was recommended that the patient wear their brace firm. On (B)(6) 2013 the patient reported developing sudden onset on some intense back pain after stretching. The doctor conjectured that the patient may have developed myofascial spasm as they twisted with brace being loose. On (B)(6) 2013 the patient presented with an aching back but resolution of radicular symptoms. The patient had developed a dvt postoperatively and was on anticoagulants. Ap and lateral x-rays showed arthrodesis and instrumentation in good position and healing well. On (B)(6) 2012 the patient presented with some minor discomfort in the back, right buttock, and numbness in right foot. Radicular symptoms were considered resolved. A 3 d CT scan of the lumbosacral area revealed the arthrodesis to be solidly healing. There appeared to be bony ingrowth and union anteriorly. There were mild degenerative changes and some disc calcification changes. There was an enlarged retroperitoneal lymph node below the left renal vein just to the left of the aota. The patient was to reduce use of brace. On (B)(6) 2013 the patient 4 presented with complete resolution of radicular back symptoms and no residual discomfort in back. The patient reported having recently been told that they might have a cardiac problem and also reported their dvt had resolved. Ap and lateral x-rays showed mild degenerative changes, alignment good, mild spurring at l1-2 through l3-4. On (B)(6) 2013 the patient presented with onset back pain and radicular symptoms (onset 3 weeks prior) after full resolution exper ienced from surgery. Plain x-rays seemed to indicate solid fusion and arthrodesis and instrumentation in good position; scoliosis; and mild degenerative changes. It was noted that the doctor believed the patient was having myofascial spasm with pseudoradicular pain. On (B)(6) 2013 the patient underwent a CT scan which demonstrated good hardware positioning over the right l5 and s1 pedicles. There was no residual disc herniation, patent midline laminectomy defect, and the canal diameter was adequate. There was unilateral transpedicular screw and a destructive process of the right s1 pedicle with osseous fragments and hypertrophy in the epidural space extending into the right lateral recess. There was severe association of neural foraminal compromise. On (B)(6) 2013 the patient presented with persistent back and leg pain. There was pain on palpitation over the sacroiliac joint, right > left. The patient was not interested in pain medication. Per the encounter notes the patient had had some complications after their surgery which included a dvt which required long term coumadin use. Assessment: fail back syndrome and chronic radicular symptoms. On (B)(6) 2013 the patient presented with low back pain radiating into the right lower extremity buttock and thigh associated numbness. A 3-d CT scan of the lumbosacral area reveled some b in the right l5-s1 root foramen which may have been accounting for the leg complaints. Surgery was suggested but the patient declined. On (B)(6) 2013 the patient presented with ongoing low back and leg pain. Physical therapy was giving some improvement with symptoms. Another surgery was recommended but the patient was not interested. The patient was having some problems with decreased blood pressure, rapid heart beat (triple digit), and unintentional weight loss. On (B)(6) 2013 the patient presented with low back pain radiating down the right leg and headache. A 3-d CT scan of the lumbo sacral area showed slight bony overgrowth of the l5-s1 nerve root foramen with significant nerve root compression. There was a solid fusion at the l5-s1 level. A mir of the brain revealed multiple areas of highsignal intensity change in both hemispheres consistent with the patient age. On (B)(6) 2013 the patient presented with occasional ongoing right lower extremity symptoms. The patient reported that therapy did help. Medications: aspirin and omeprazole. Assessment: post laminectomy syndrome and ongoing chronic radicular pain. The patient was offered medications for pain but was not interested. The patient was given a script for more physical therapy.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.